Event description:
It was reported that the ll vlv adpt(stand alone) was difficult to flush due to flow issues/blockage. The following information was provided by the initial reporter: "there has been a reoccurring issue with the bd smartsite needle-free valve (lot- (10) 20115589). When ivs are placed, it is difficult to flush and the staff have needed to replace this part to flush the line."

Manufacturer narrative:
H.6. Investigation: no product or photo was returned by the customer. It was reported that there are reoccurring issues with the item being difficult to flush the line. The customer complaint could not be verified due to the product not being returned for failure investigation. A device history record review for model 2000e, lot number 20115589 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. A trend for this occlusion issue has been identified for this product line. CAPA#1998036 has been initiated, and a team has been assembled in order to investigate the issue. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of flow issues - fluid blockage with lot #20115589 regarding item #2000e.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the ll vlv adpt(stand alone) was difficult to flush due to flow issues/blockage. The following information was provided by the initial reporter: "there has been a reoccurring issue with the bd smartsite needle-free valve (lot- (10) 20115589). When ivs are placed, it is difficult to flush and the staff have needed to replace this part to flush the line".